Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated that years ago the caster wheels on invacare chairs were brittle.